Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4. Visualization was difficult due to the imaging quality. The first clip was implanted without issue, to further reduce mr a second clip was implanted. It is suspected the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip and further reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported poor image resolution was due to procedural conditions (imaging quality). A cause for the reported slda could not be determined. The reported unexpected medical intervention was a result of case specific circumstances as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.